Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a tego® connector. The tego was reported to have leaked out blood at a community hemodialysis unit. Once the hemodialysis line was disconnected from the central venous catheter (cvc) line with tego, there was small amount of a blood leak (about 1 ml) due to a damaged valve. The tego was used for only four hours since a new tego was applied during the day shift. When the customer was asked if there was any visible hole, cut, tear or any defect noted, the response was that the valve part looked to be teared. The package was discarded when opened by the shift rn. There was patient involvement and no human harm reported.

Manufacturer narrative:
One used list #d1000, tego¿ connector, appx 0.05 ml; lot #unknown was received and visually inspected. As received, the seal doming was present on the female luer end of the tego. Blood residuals were also observed between the tego seal and body. The d1000 tego was disassembled to evaluate the cause of the domed seal. Adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present on one side resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The complaint of leakage can be confirmed based on the blood residuals under the tego seal. The probable cause of the seal doming and subsequent leakage is due to an assembly error during manufacturing where adhesive was not appropriately placed on the tego. Review of the device history record could not be conducted because the lot number was unknown. Additional entries can be found in a5 and a6.